Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail was not possible because it was not available. The root cause could not be determined. No patient related complications were reported, the bone was healed successfully. Furthermore no implant damages were reported (like deforming, breaking, etc.). In correct assembled mode the nail cannot move towards proximal because the locking screws prevent this. Therefore it can be assumed that the products fulfilled their tasks like specified. Most likely the nail had been inserted not deep enough during the initial surgery or the chosen end cap was too long. The operative technique includes in detail how the correct nail length and end cap length must be chosen and that the marrow cavity shall be reamed so that the nail can be placed deep enough. A more precise statement was not possible based on the given information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that the nail was a little too proud on the proximal tibia and the surgeon thought that it may have been rubbing on the distal femur so it was removed. The fracture had healed so nothing was reimplanted.